Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed term mechanical: stem. One item was returned and evaluated. Upon visual inspection there are indentations to the taper along with missing porous coating on one side of the stem. The overall length of the device was measured using the comparator and a gage pin which was found within conformance to the print. Stem was checked at manufacturing 100% with a gap gauge. Due to impaction no further measurements were taken. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem did not seat properly during the procedure. The stem sat 1 cm prone compared to the final rasp. The procedure was completed with a stem that was one size smaller. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.